Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection identified no damage or defect with the returned breathing circuit. Pressure testing revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned device. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.